Event description:
It was reported that the patient heard an alert. The alert was noted to have been triggered due to high impedance and for the defibrillation lead impedance not being taken. Oversensing was also noted on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).